Event description:
We had phaseal malfunction today. While beginning to mix a gemcitabine, the tubing fell out of the nss 250 bag. The technician had lifted the bag to take out the nss to reconstitute the gemcitabine, and the spike fell out of the bag. This occurred at the (B)(6). Fk nss 250 ml lot:6402420 exp: 3/2028, bd alaris pump infusion set (10015861a), lot: (10)25035363 exp: 3/13/28.